Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as wounds and sores. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.